Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake would engage and hold, however, the cam pivot was broken and the brake rods were bent which caused the brake casters to not hold consistently. The tech replaced the cam pivots and brake rods to repair the bed.